Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during multiple endoscopic vein harvesting procedures over the past few weeks, three short port btt black inflation valves popped out. The balloon would not hold pressure. Replacement kits were used to complete the procedures. The hospital did not report any patient complications. Since it is unknown when the events occurred, how many failed during each case, the lot numbers and the surgeons, all three devices will be documented on one case. This report is for the third device.